Manufacturer narrative:
As per investigation update, related clinical information was updated to "no patient involvement".

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the power does not turn on due to a fall. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.